Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. The instrument was tested multiple times and passed with no issues. There was no problem detected. Additional observation not reported by site: the instrument was found to have a broken tube adapter. The broken piece was not returned which measures approximately 0.048" x 0.075" in size. An in-house tip was successfully installed even with the damage present. The root cause of this failure is attributed to user mishandling. There was no image or video clip submitted for review. A review of the instrument logs for the monopolar curved scissors (mcs) (part# 430004-57 / serial#: (B)(4) associated with this event has been performed. Per this review, the instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 4 uses remaining. Based on this review, the instrument was confirmed used during the event date indicated in this record and it was not used in subsequent procedure(s) after the alleged event reported in this record. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical partial nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument does not articulate. The procedure was completed as planned with no patient harm. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.